Event description:
It was reported that the customer treated with the insulin pump, but the blood glucose started to drop. The customer was treated with food, but they had to call the paramedics to assist her due to her low blood glucose. The caller stated that the day before a bolus of 2.0 units was delivered, but the bolus was not registered in the bolus history. Troubleshooting was performed, and no damage to the drive support noted. Reviewed the bolus history and the customer confirmed that there is a 4.0 unit bolus and 3.0 unit bolus missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.